Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a two-segment hepatectomy, the device broke while being used on a patient. A clamp was requested which showed that it was fractured on its upper part and in the coupling of the battery pin was broken which did not allow the correct functioning of the device. There was a detachment from the device but nothing fell into patients cavity. There was (greater) uncontrolled bleeding at the time but blood transfusion was not needed. Another device was requested to continue with the process. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. Visual inspection found the returned device was broken down into component pieces. The reported condition was confirmed. The investigation found the waveguide was removed from the outer tube. The torque adapter was destroyed and could not secure the waveguide in place, which would allow the generator to spin freely without decoupling. This will make the device difficult to disassemble. Investigation identified the cause of the reported event to be a component failure. An additional failure was found during the investigation; the device was disassembled into component pieces. The additional findings were interpreted to be a result of the reported condition. The weld on the hand piece was inspected and determined to be sufficient. The bobbin nut was unscrewed, and the jaw spring was loose. The speaker and the flex circuit were removed. The investigation identified the root cause of the reported event to be customer misuse. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a two-segment hepatectomy, the device broke while being used on a patient. A clamp was requested which showed that it was fractured on its upper part and in the coupling of the battery pin was broken which did not allow the correct functioning of the device. There was a detachment from the device but nothing fell into patients cavity. There was (greater) uncontrolled bleeding at the time but blood transfusion was not needed. Another device was requested to continue with the process. The generator also was difficult to disassemble with the device. There was no patient injury.